Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2023 using the elite curve 150 applicator and may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction: a3a, a5, a6, b5, d1 (brand name correction), h6 (b22 to b15), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system to the mid abdomen and lower abdomen on 22/june/2023 using the elite curve 150 applicator (c150) and developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional information: a2, a6, b3, b5. A3a, a5, a6, b5, d1 (brand name correction), h6 (b22 to b15), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported that a patient received a coolsculpting elite system treatment on (B)(6) 2023 to the inner thigh, upper abdomen, mid abdomen, and lower abdomen using the curve 150 (c150) applicator and developed paradoxical hyperplasia (ph) to the abdomen and inner thigh.